Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was broken at the reservoir connection. The transparent plastic guard and the o-rings were missing. The insulin pump also had a keypad overlay damage. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received missing the retainer and reservoir tube lip o-ring. Unable to perform displacement test due to physical damage. The insulin pump had stained serial number label, minor scratched display window, minor case and keypad overlay texture damaged.